Manufacturer narrative:
Device manufacture date - december 3, 2015 ¿ december 4, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume infusor. The reporter stated that infusion was not completed after three days of infusion. The device was filled with 100ml of solution. There was no patient injury or medical intervention associated with this event. No additional information is available.